Event description:
Had lasik eye surgery done at (B)(6). The company is located at (B)(6). After surgery, had complications with dry eye. Then, approximately 1.5 years after surgery, my left eye started going blurry. We thought it was dry eye but my eye doctor noticed my cornea was thinning. I am now stuck seeing a cornea specialist and who knows what will happen. Please investigate this. Dr. (B)(6) performed the surgery on (B)(6) 2015.